Event description:
It was reported the pt experienced bleeding at the incision over the ipg pocket site. The physician started the pt on antibiotics for prophylaxis. The pt reported having effective stimulation coverage of the desired pain pattern. The pt is working with her physician to address the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.